Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Analyst commented, battery voltage was 2.648 volts on (B)(6) 2016.

Event description:
It was reported that the patient experienced inappropriate shock/therapy due to right ventricular (rv) lead insulation damage. It was also reported that the rv lead exhibited a chronic decrease of the rv lead impedance, a sudden increase of sensing integrity counter (sic), daily non-sustained ventricular tachycardia (vt) high episodes, and a device alarm triggered due to rv lead noise. It was also reported that the implantable cardioverter defibrillator (ICD) encountered early battery depletion due to inappropriate therapy delivered. The ICD and rv lead are planned for explant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.